Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement occurred on (B)(6)2019.

Manufacturer narrative:
The pump was explanted in "(B)(6) 2019"; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the pump was replaced in (B)(6) 2019. The physician decided to discard the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the revision had not been scheduled yet; it would probably be done at the end of (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 800 mcg/day via an implantable pump. The indication for use was not reported. It was reported that a refill was performed on (B)(6) 2019, and a tube set message was displayed on the programmer. Event logs revealed a motor stall occurred on (B)(6) 2019. The physician programmed the dose to minimum rate, and a revision would be planned soon. The replacement had not been scheduled yet. The pump would be returned to the device manufacturer. The patient did not experience any withdrawal symptoms. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.